Event description:
It was reported the patient received the following results within 10 minutes: 435 mg/dl, 178 mg/dl, and 138 mg/dl.

Manufacturer narrative:
Unable to test returned strips because they are expired.